Manufacturer narrative:
The device history record for the lot reported was reviewed and no issues were observed. The product was manufactured, tested and released in compliance with procedures. Dr. Fleming indicated in communication interview the patient had an iop at approximately 8mmhg. Patient will continue being monitored and if more information becomes available it will be added to the investigation. IFU includes choroidal and shallow chamber as a known complication of aqueous shunts.

Event description:
Dr reported patient has hypotony and choroidals.